Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/increasingly severe pain"), pregnancy with contraceptive device ("pregnancy with essure"), abortion spontaneous ("miscarriage after implantation of the device") and genital haemorrhage ("bleeding") in an adult female patient who had essure (batch no. 626598) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "no hsg (hysterosalpingogram) ever done" and device ineffective "device ineffective". The patient's past medical history included dysplasia. Concurrent conditions included menopause flushing, night sweats, hemorrhagic cyst and gerd. Concomitant products included ditrim (sulfatrim) and ibuprofen. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced menorrhagia ("heavy menstrual bleeding,abnormal bleeding (menorrhagia)"). In (B)(6) 2009, the patient experienced fatigue ("fatigue"). In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and migraine ("migraines / headaches"). In (B)(6) 2010, the patient experienced alopecia ("excessive hair loss") and nausea ("nausea"). In (B)(6) 2012, the patient experienced dyspareunia ("pain during intercourse"). In (B)(6) 2013, the patient experienced pain ("body aches"), weight increased ("weight gain") and pyrexia ("other injury(ies) or complication (s) please describe: low grade fevers"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), discomfort ("increasingly severe discomfort"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), tooth disorder ("excessive dental problems") and genital haemorrhage (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with promethazine, tramadol and surgery (laparoscopic assisted vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, dyspareunia, pain, vaginal haemorrhage, nausea, fatigue, weight increased, pyrexia and genital haemorrhage had resolved and the pregnancy with contraceptive device, abortion spontaneous, discomfort, back pain, alopecia, tooth disorder and migraine outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, back pain, discomfort, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pain, pelvic pain, pregnancy with contraceptive device, pyrexia, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: previous insertion date reported as (B)(6) 2008 and removal date (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 72.562 kgs. Computerised tomogram - on (B)(6) 2016: essure devices "in place" bilateral x-ray - on an unknown date: left ov hemorrhagic cyst on (B)(6) 2016, the severity of the abdominal pain is 10/10. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: migraine, pelvic pain, fatigue and abnormal pain and dyspareunia, weight gain, nausea, hair loss and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-aug-2018: plaintiff fact sheet received. Event genital bleeding was added, previously reported "migraines" was updated to "migraines / headaches". Events' outcomes updated. Concomitant drugs were added. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / increasingly severe pain / pelvic pain / pain / costant and chronic pelvic pain (severe)"), pregnancy with contraceptive device ("pregnancy with essure"), abortion spontaneous ("miscarriage after implantation of the device") and genital haemorrhage ("bleeding / heavy abnormal bleeding") in a 26-year-old female patient who had essure (batch no. 857593, 626598) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "no hsg (hysterosalpingogram) ever done / did not underwent essure confirmation test" and device ineffective "device ineffective". The patient's medical history included dysplasia, general anesthesia, pregnancy and parity 2 (dates of live births: (B)(6) 2006, (B)(6) 2008.). Concurrent conditions included menopause flushing, night sweats, hemorrhagic cyst, gerd and uterine enlargement. Concomitant products included ibuprofen, medroxyprogesterone acetate (depo provera) and sulfadiazine;trimethoprim (sulfatrim). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), tooth disorder ("excessive dental problems") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced rash ("rashes or skin conditions / rashes or skin conditions type: skin rash"), 6 days after insertion of essure. In 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant) and menorrhagia ("heavy menstrual bleeding,abnormal bleeding (menorrhagia)"). In (B)(6) 2009, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient experienced pain ("body aches") and pyrexia ("other injury(ies) or complication (s) please describe: low grade fevers") and was found to have weight increased ("weight gain"). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant), discomfort ("increasingly severe discomfort"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), alopecia ("excessive hair loss"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), nausea ("nausea"), migraine ("migraines / headaches"), vulvovaginal pain ("vaginal pain / vaginal pain (severe)") and abdominal pain lower ("severe cramping"). The patient was treated with diphenhydramine hydrochloride, promethazine, tramadol and surgery (laparoscopic assisted vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, vaginal haemorrhage, abdominal pain, dyspareunia, pain, nausea, fatigue, weight increased and pyrexia had resolved, the pregnancy with contraceptive device, abortion spontaneous, discomfort, back pain, alopecia, tooth disorder, migraine, vulvovaginal pain and abdominal pain lower outcome was unknown and the dysmenorrhoea and rash had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, alopecia, back pain, discomfort, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pain, pelvic pain, pregnancy with contraceptive device, pyrexia, rash, tooth disorder, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: previous insertion date reported as (B)(6) 2008 and removal date (B)(6) 2015. Discrepancy noted with information from deleted duplicate case: onset date and outcome of event vaginal bleeding, onset date and outcome of event pain during intercourse, onset date and outcome of event fatigue. Also noted in outcome of event heavy menstrual bleeding, migraine, nausea and hair loss. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Computerised tomogram - on (B)(6) 2016: results: essure devices "in place" bilateral. X-ray - on an unknown date: results: left ov hemorrhagic cyst. On (B)(6) 2016, the severity of the abdominal pain is 10/10. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: migraine, pelvic pain, fatigue and abnormal pain and dyspareunia, weight gain, nausea, hair loss and menorrhagia. Lot # 626598 (date of MFR feb-2008, expiration date jan-2010). Lot # 857593 (date of MFR may-2011, expiration date may-2014). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-apr-2019: information and references from deleted duplicate case (B)(4) (MFR number 2951250-2017-03646) were entered. Reporter¿s information was updated and new reporters were added. Patient¿s information and lot number of essure were also updated. Concomitant medication depo provera was added, and also treatment medication diphenhydramine hydrochloride. The events ¿vaginal pain, ¿abdominal pain lower¿, ¿dysmenorrhea¿, and ¿rash¿ were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain / increasingly severe pain / pelvic pain / pain / constant and chronic pelvic pain (severe)') in a 26-year-old female patient who had essure (batch no. 857593, 626598) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "no hsg (hysterosalpingogram) ever done / did not underwent essure confirmation test" and device ineffective "device ineffective". The patient's medical history included dysplasia, general anesthesia, pregnancy and parity 2 (dates of live births: (B)(6) 2006, (B)(6) 2008.). Concurrent conditions included menopause flushing, night sweats, hemorrhagic cyst, gerd and uterine enlargement. Concomitant products included ibuprofen, medroxyprogesterone acetate (depo provera) and sulfadiazine;trimethoprim (sulfatrim). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), tooth disorder ("excessive dental problems") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced rash ("rashes or skin conditions / rashes or skin conditions type: skin rash"), 6 days after insertion of essure. In 2008, the patient experienced genital haemorrhage ("bleeding / heavy abnormal bleeding") and menorrhagia ("heavy menstrual bleeding,abnormal bleeding (menorrhagia)"). In (B)(6) 2009, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient experienced pain ("body aches") and pyrexia ("other injury(ies) or complication (s) please describe: low grade fevers") and was found to have weight increased ("weight gain"). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("pregnancy with essure") and experienced abortion spontaneous ("miscarriage after implantation of the device"), discomfort ("increasingly severe discomfort"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), alopecia ("excessive hair loss"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), nausea ("nausea"), migraine ("migraines / headaches"), vulvovaginal pain ("vaginal pain / vaginal pain (severe)"), abdominal pain lower ("severe cramping") and blepharospasm ("twitching eye lid"). The patient was treated with diphenhydramine hydrochloride, promethazine, tramadol and surgery (laparoscopic assisted vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, vaginal haemorrhage, abdominal pain, dyspareunia, pain, nausea, fatigue, weight increased and pyrexia had resolved, the pregnancy with contraceptive device, abortion spontaneous, discomfort, back pain, alopecia, tooth disorder, migraine, vulvovaginal pain, abdominal pain lower and blepharospasm outcome was unknown and the dysmenorrhoea and rash had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, alopecia, back pain, blepharospasm, discomfort, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pain, pelvic pain, pregnancy with contraceptive device, pyrexia, rash, tooth disorder, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: previous insertion date reported as (B)(6) 2008 and removal date (B)(6) 2015. Discrepancy noted with information from deleted duplicate case: onset date and outcome of event vaginal bleeding, onset date and outcome of event pain during intercourse, onset date and outcome of event fatigue. Also noted in outcome of event heavy menstrual bleeding, migraine, nausea and hair loss. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Computerised tomogram - on (B)(6) 2016: results: essure devices "in place" bilateral. X-ray - on an unknown date: results: left ov hemorrhagic cyst. On (B)(6) 2016, the severity of the abdominal pain is 10/10. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: migraine, pelvic pain, fatigue and abnormal pain and dyspareunia, weight gain, nausea, hair loss and menorrhagia. Lot number: 626598 manufacture date: 2008-02 expiration date: 2010-01. Lot number: 857593 manufacture date: 2011-05 expiration date: 2014-05. Lot # 626598 (date of MFR feb-2008, expiration date jan-2010). Lot # 857593 (date of MFR may-2011, expiration date may-2014). Concerning the injuries reported in this case, the following one was reported via social media: eye movement disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-feb-2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain / increasingly severe pain / pelvic pain / pain / constant and chronic pelvic pain (severe)') in a 26-year-old female patient who had essure (batch no. 857593, 626598) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "no hsg (hysterosalpingogram) ever done / did not underwent essure confirmation test" and device ineffective "device ineffective". The patient's medical history included dysplasia, general anesthesia, pregnancy and parity 2 (dates of live births: (B)(6) 2006, (B)(6) 2008.). Concurrent conditions included menopause flushing, night sweats, hemorrhagic cyst, gerd and uterine enlargement. Concomitant products included ibuprofen, medroxyprogesterone acetate (depo provera) and sulfadiazine;trimethoprim (sulfatrim). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), tooth disorder ("excessive dental problems") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced rash ("rashes or skin conditions / rashes or skin conditions type: skin rash"), 6 days after insertion of essure. In 2008, the patient experienced genital haemorrhage ("bleeding / heavy abnormal bleeding") and menorrhagia ("heavy menstrual bleeding,abnormal bleeding (menorrhagia)"). In (B)(6) 2009, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient experienced pain ("body aches") and pyrexia ("other injury(ies) or complication (s) please describe: low grade fevers") and was found to have weight increased ("weight gain"). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("pregnancy with essure") and experienced abortion spontaneous ("miscarriage after implantation of the device"), discomfort ("increasingly severe discomfort"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), alopecia ("excessive hair loss"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), nausea ("nausea"), migraine ("migraines / headaches"), vulvovaginal pain ("vaginal pain / vaginal pain (severe)"), abdominal pain lower ("severe cramping"), blepharospasm ("twitching eye lid") and abdominal distension ("bloated belly"). The patient was treated with diphenhydramine hydrochloride, promethazine, tramadol and surgery (laparoscopic assisted vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, vaginal haemorrhage, abdominal pain, dyspareunia, pain, nausea, fatigue, weight increased and pyrexia had resolved, the pregnancy with contraceptive device, abortion spontaneous, discomfort, back pain, alopecia, tooth disorder, migraine, vulvovaginal pain, abdominal pain lower, blepharospasm and abdominal distension outcome was unknown and the dysmenorrhoea and rash had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abortion spontaneous, alopecia, back pain, blepharospasm, discomfort, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pain, pelvic pain, pregnancy with contraceptive device, pyrexia, rash, tooth disorder, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: previous insertion date reported as (B)(6) 2008 and removal date (B)(6) 2015. Discrepancy noted with information from deleted duplicate case: onset date and outcome of event vaginal bleeding, onset date and outcome of event pain during intercourse, onset date and outcome of event fatigue. Also noted in outcome of event heavy menstrual bleeding, migraine, nausea and hair loss. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Computerised tomogram - on (B)(6) 2016: results: essure devices "in place" bilateral. X-ray - on an unknown date: results: left ov hemorrhagic cyst. On (B)(6) 2016, the severity of the abdominal pain is 10/10. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: migraine, pelvic pain, fatigue and abnormal pain and dyspareunia, weight gain, nausea, hair loss and menorrhagia. Lot number: 626598 manufacture date: 2008-02 expiration date: 2010-01. Lot number: 857593 manufacture date: 2011-05 expiration date: 2014-05. Lot # 626598 (date of MFR feb-2008, expiration date jan-2010). Lot # 857593 (date of MFR may-2011, expiration date may-2014). Concerning the injuries reported in this case, the following one was reported via social media: eye movement disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-mar-2020: social media received. Reporter added. Added event bloated belly. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain (chronic pelvic pain / increasingly severe pain / pelvic pain / pain / constant and chronic pelvic pain severe) in a 26-year-old female patient who had essure (batch no. 857593, 626598) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "no hsg (hysterosalpingogram) ever done / did not underwent essure confirmation test" and device ineffective "device ineffective". The patient's medical history included dysplasia, general anesthesia, pregnancy and parity 2 (dates of live births: (B)(6) 2006, (B)(6) 2008.). Concurrent conditions included menopause flushing, night sweats, hemorrhagic cyst, gerd and uterine enlargement. Concomitant products included ibuprofen, medroxyprogesterone acetate (depo provera) and sulfadiazine;trimethoprim (sulfatrim). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), tooth disorder ("excessive dental problems") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced rash ("rashes or skin conditions / rashes or skin conditions type: skin rash"), 6 days after insertion of essure. In 2008, the patient experienced genital haemorrhage ("bleeding / heavy abnormal bleeding") and menorrhagia ("heavy menstrual bleeding,abnormal bleeding (menorrhagia)"). In (B)(6) 2009, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient experienced pain ("body aches") and pyrexia ("other injury(ies) or complication (s) please describe: low grade fevers") and was found to have weight increased ("weight gain"). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("pregnancy with essure") and experienced abortion spontaneous ("miscarriage after implantation of the device"), discomfort ("increasingly severe discomfort"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), alopecia ("excessive hair loss"), dyspareunia ("pain during intercourse / dyspareunia painful sexual intercourse"), nausea ("nausea"), migraine ("migraines / headaches"), vulvovaginal pain ("vaginal pain / vaginal pain (severe)"), abdominal pain lower ("severe cramping") and blepharospasm ("twitching eye lid"). The patient was treated with diphenhydramine hydrochloride, promethazine, tramadol and surgery (laparoscopic assisted vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, vaginal haemorrhage, abdominal pain, dyspareunia, pain, nausea, fatigue, weight increased and pyrexia had resolved, the pregnancy with contraceptive device, abortion spontaneous, discomfort, back pain, alopecia, tooth disorder, migraine, vulvovaginal pain, abdominal pain lower and blepharospasm outcome was unknown and the dysmenorrhoea and rash had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, alopecia, back pain, blepharospasm, discomfort, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pain, pelvic pain, pregnancy with contraceptive device, pyrexia, rash, tooth disorder, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: previous insertion date reported as (B)(6) 2008 and removal date (B)(6) 2015. Discrepancy noted with information from deleted duplicate case: onset date and outcome of event vaginal bleeding, onset date and outcome of event pain during intercourse, onset date and outcome of event fatigue. Also noted in outcome of event heavy menstrual bleeding, migraine, nausea and hair loss. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Computerised tomogram - on (B)(6) 2016: results: essure devices "in place" bilateral. X-ray - on an unknown date: results: left ov hemorrhagic cyst. On (B)(6) 2016, the severity of the abdominal pain is 10/10. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: migraine, pelvic pain, fatigue and abnormal pain and dyspareunia, weight gain, nausea, hair loss and menorrhagia. Lot # 626598 (date of MFR feb-2008, expiration date jan-2010). Lot # 857593 (date of MFR may-2011, expiration date may-2014). Concerning the injuries reported in this case, the following one was reported via social media: eye movement disorder quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jan-2020: social media received- new event twitching eye lid was added, reporter information was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain / increasingly severe pain / pelvic pain / pain / constant and chronic pelvic pain (severe)') in a 26-year-old female patient who had essure (batch no. 857593, 626598) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "no hsg (hysterosalpingogram) ever done / did not underwent essure confirmation test" and device ineffective "device ineffective". The patient's medical history included dysplasia, general anesthesia, pregnancy and parity 2 (dates of live births: (B)(6) 2006, (B)(6) 2008.). Concurrent conditions included menopause flushing, night sweats, hemorrhagic cyst, gerd and uterine enlargement. Concomitant products included ibuprofen, medroxyprogesterone acetate (depo provera) and sulfadiazine;trimethoprim (sulfatrim). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), tooth disorder ("excessive dental problems") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced rash ("rashes or skin conditions / rashes or skin conditions type: skin rash"), 6 days after insertion of essure. In 2008, the patient experienced genital haemorrhage ("bleeding / heavy abnormal bleeding") and menorrhagia ("heavy menstrual bleeding,abnormal bleeding (menorrhagia)"). In (B)(6) 2009, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient experienced pain ("body aches") and pyrexia ("other injury(ies) or complication (s) please describe: low grade fevers") and was found to have weight increased ("weight gain"). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("pregnancy with essure") and experienced abortion spontaneous ("miscarriage after implantation of the device"), discomfort ("increasingly severe discomfort"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), alopecia ("excessive hair loss"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), nausea ("nausea"), migraine ("migraines / headaches"), vulvovaginal pain ("vaginal pain / vaginal pain (severe)"), abdominal pain lower ("severe cramping"), blepharospasm ("twitching eye lid"), abdominal distension ("bloated belly"), ovarian cyst ("ovarian cyst") and abdominal pain upper ("stomach pain"). The patient was treated with diphenhydramine hydrochloride, promethazine, tramadol and surgery (laparoscopic assisted vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, vaginal haemorrhage, abdominal pain, dyspareunia, pain, nausea, fatigue and pyrexia had resolved, the pregnancy with contraceptive device, abortion spontaneous, discomfort, back pain, tooth disorder, migraine, vulvovaginal pain, abdominal pain lower, blepharospasm, abdominal distension, ovarian cyst and abdominal pain upper outcome was unknown, the alopecia was resolving and the weight increased, dysmenorrhoea and rash had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, abortion spontaneous, alopecia, back pain, blepharospasm, discomfort, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, ovarian cyst, pain, pelvic pain, pregnancy with contraceptive device, pyrexia, rash, tooth disorder, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: previous insertion date reported as (B)(6) 2008 and removal date (B)(6) 2015. Discrepancy noted with information from deleted duplicate case: onset date and outcome of event vaginal bleeding, onset date and outcome of event pain during intercourse, onset date and outcome of event fatigue. Also noted in outcome of event heavy menstrual bleeding, migraine, nausea and hair loss. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Computerised tomogram - on (B)(6) 2016: results: essure devices "in place" bilateral. X-ray - on an unknown date: results: left ov hemorrhagic cyst. On (B)(6) 2016, the severity of the abdominal pain is 10/10. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: migraine, pelvic pain, fatigue and abnormal pain and dyspareunia, weight gain, nausea, hair loss and menorrhagia. Lot number: 626598, manufacture date: 2008-02, expiration date: 2010-01. Lot number: 857593, manufacture date: 2011-05, expiration date: 2014-05. Lot # 626598, (date of MFR feb-2008, expiration date jan-2010). Lot # 857593, (date of MFR may-2011, expiration date may-2014). Concerning the injuries reported in this case, the following one was reported via social media: eye movement disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content of social media received. Outcome of the event of weight increased changed from recovered to not recovered. Reporter added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain / increasingly severe pain / pelvic pain / pain / constant and chronic pelvic pain (severe)') in a 26-year-old female patient who had essure (batch no. 857593, 626598) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "no hsg (hysterosalpingogram) ever done / did not underwent essure confirmation test" and device ineffective "device ineffective". The patient's medical history included dysplasia, general anesthesia, pregnancy and parity 2 (dates of live births: (B)(6)2006, (B)(6)2008.). Concurrent conditions included menopause flushing, night sweats, hemorrhagic cyst, gerd and uterine enlargement. Concomitant products included ibuprofen, medroxyprogesterone acetate (depo provera) and sulfadiazine;trimethoprim (sulfatrim). In (B)(6)2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), tooth disorder ("excessive dental problems") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6)2008, the patient had essure inserted. On (B)(6)2008, the patient experienced rash ("rashes or skin conditions / rashes or skin conditions type: skin rash"), 6 days after insertion of essure. In 2008, the patient experienced genital haemorrhage ("bleeding / heavy abnormal bleeding") and menorrhagia ("heavy menstrual bleeding,abnormal bleeding (menorrhagia)"). In (B)(6)2009, the patient experienced fatigue ("fatigue"). In (B)(6)2013, the patient experienced pain ("body aches") and pyrexia ("other injury(ies) or complication (s) please describe: low grade fevers") and was found to have weight increased ("weight gain"). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("pregnancy with essure") and experienced abortion spontaneous ("miscarriage after implantation of the device"), discomfort ("increasingly severe discomfort"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), alopecia ("excessive hair loss"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), nausea ("nausea"), migraine ("migraines / headaches"), vulvovaginal pain ("vaginal pain / vaginal pain (severe)"), abdominal pain lower ("severe cramping") and blepharospasm ("twitching eye lid"). The patient was treated with diphenhydramine hydrochloride, promethazine, tramadol and surgery (laparoscopic assisted vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, vaginal haemorrhage, abdominal pain, dyspareunia, pain, nausea, fatigue, weight increased and pyrexia had resolved, the pregnancy with contraceptive device, abortion spontaneous, discomfort, back pain, alopecia, tooth disorder, migraine, vulvovaginal pain, abdominal pain lower and blepharospasm outcome was unknown and the dysmenorrhoea and rash had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, alopecia, back pain, blepharospasm, discomfort, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pain, pelvic pain, pregnancy with contraceptive device, pyrexia, rash, tooth disorder, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: previous insertion date reported as (B)(6)2008 and removal date (B)(6)2015. Discrepancy noted with information from deleted duplicate case: onset date and outcome of event vaginal bleeding, onset date and outcome of event pain during intercourse, onset date and outcome of event fatigue. Also noted in outcome of event heavy menstrual bleeding, migraine, nausea and hair loss. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Computerised tomogram - on (B)(6)2016: results: essure devices "in place" bilateral. X-ray - on an unknown date: results: left ov hemorrhagic cyst. On 20jul2016, the severity of the abdominal pain is 10/10. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: migraine, pelvic pain, fatigue and abnormal pain and dyspareunia, weight gain, nausea, hair loss and menorrhagia. Lot # 626598 (date of MFR (B)(6)2008, expiration date jan-2010). Lot # 857593 (date of MFR (B)(6)2011, expiration date may-2014). Concerning the injuries reported in this case, the following one was reported via social media: eye movement disorder quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this record was detected to be a duplicate of case-2019-234800 (medwatch 3500a MFR number 2951250-2019-14169 which will be deleted from bayer safety database after all information was transferred to this case-2016-215996 which will be retained. New reporter were added. No new follow-up information was received from the reporter. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain / increasingly severe pain / pelvic pain / pain / constant and chronic pelvic pain (severe)') in a 26-year-old female patient who had essure (batch no. 857593, 626598) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "no hsg (hysterosalpingogram) ever done / did not underwent essure confirmation test" and device ineffective "device ineffective". The patient's medical history included dysplasia, general anesthesia, pregnancy and parity 2 (dates of live births: (B)(6) 2006, (B)(6) 2008.). Concurrent conditions included menopause flushing, night sweats, hemorrhagic cyst, gerd and uterine enlargement. Concomitant products included ibuprofen, medroxyprogesterone acetate (depo provera) and sulfadiazine;trimethoprim (sulfatrim). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), tooth disorder ("excessive dental problems") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2008, the patient experienced rash ("rashes or skin conditions / rashes or skin conditions type: skin rash"), 6 days after insertion of essure. In 2008, the patient experienced genital haemorrhage ("bleeding / heavy abnormal bleeding") and menorrhagia ("heavy menstrual bleeding,abnormal bleeding (menorrhagia)"). In (B)(6) 2009, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient experienced pain ("body aches") and pyrexia ("other injury(ies) or complication (s) please describe: low grade fevers") and was found to have weight increased ("weight gain"). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("pregnancy with essure") and experienced abortion spontaneous ("miscarriage after implantation of the device"), discomfort ("increasingly severe discomfort"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), alopecia ("excessive hair loss"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), nausea ("nausea"), migraine ("migraines / headaches"), vulvovaginal pain ("vaginal pain / vaginal pain (severe)"), abdominal pain lower ("severe cramping"), blepharospasm ("twitching eye lid"), abdominal distension ("bloated belly"), ovarian cyst ("ovarian cyst") and abdominal pain upper ("stomach pain"). The patient was treated with diphenhydramine hydrochloride, promethazine, tramadol and surgery (laparoscopic assisted vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, vaginal haemorrhage, abdominal pain, dyspareunia, pain, nausea, fatigue, weight increased and pyrexia had resolved, the pregnancy with contraceptive device, abortion spontaneous, discomfort, back pain, tooth disorder, migraine, vulvovaginal pain, abdominal pain lower, blepharospasm, abdominal distension, ovarian cyst and abdominal pain upper outcome was unknown, the alopecia was resolving and the dysmenorrhoea and rash had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, abortion spontaneous, alopecia, back pain, blepharospasm, discomfort, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, ovarian cyst, pain, pelvic pain, pregnancy with contraceptive device, pyrexia, rash, tooth disorder, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: previous insertion date reported as (B)(6) 2008 and removal date (B)(6) 2015. Discrepancy noted with information from deleted duplicate case: onset date and outcome of event vaginal bleeding, onset date and outcome of event pain during intercourse, onset date and outcome of event fatigue. Also noted in outcome of event heavy menstrual bleeding, migraine, nausea and hair loss. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Computerised tomogram - on (B)(6) 2016: results: essure devices "in place" bilateral. X-ray - on an unknown date: results: left ov hemorrhagic cyst. On (B)(6) 2016, the severity of the abdominal pain is 10/10. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: migraine, pelvic pain, fatigue and abnormal pain and dyspareunia, weight gain, nausea, hair loss and menorrhagia. Lot number: 626598 manufacture date: 2008-02 expiration date: 2010-01. Lot number: 857593, manufacture date: 2011-05, expiration date: 2014-05. Lot # 626598 (date of MFR feb-2008, expiration date jan-2010). Lot # 857593 (date of MFR may-2011, expiration date may-2014). Concerning the injuries reported in this case, the following one was reported via social media: eye movement disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received : reporter information was added. New event "ovarian cyst & stomach pain" were added. On 23-mar-2020: social media received. Reporter added. On 23-mar-2020: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain / increasingly severe pain / pelvic pain / pain / constant and chronic pelvic pain (severe)') and abortion spontaneous ('miscarriage after implantation of the device') in a 26-year-old female patient who had essure (batch no. 857593, 626598) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "no hsg (hysterosalpingogram) ever done / did not underwent essure confirmation test" and device ineffective "device ineffective". The patient's medical history included dysplasia, general anesthesia, pregnancy and parity 2 (dates of live births: (B)(6) 2006, (B)(6) 2008.). Concurrent conditions included menopause flushing, night sweats, hemorrhagic cyst, gerd and uterine enlargement. Concomitant products included ibuprofen, medroxyprogesterone acetate (depo provera) and sulfadiazine;trimethoprim (sulfatrim). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), tooth disorder ("excessive dental problems") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2008, the patient experienced rash ("rashes or skin conditions / rashes or skin conditions type: skin rash"), 6 days after insertion of essure. In 2008, the patient experienced genital haemorrhage ("bleeding / heavy abnormal bleeding") and menorrhagia ("heavy menstrual bleeding,abnormal bleeding (menorrhagia)"). In (B)(6) 2009, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient experienced pain ("body aches") and pyrexia ("other injury(ies) or complication (s) please describe: low grade fevers") and was found to have weight increased ("weight gain"). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("pregnancy with essure") and experienced abortion spontaneous (seriousness criterion medically significant), discomfort ("increasingly severe discomfort"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), alopecia ("excessive hair loss"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), nausea ("nausea"), migraine ("migraines / headaches"), vulvovaginal pain ("vaginal pain / vaginal pain (severe)"), abdominal pain lower ("severe cramping"), blepharospasm ("twitching eye lid"), abdominal distension ("bloated belly"), ovarian cyst ("ovarian cyst") and abdominal pain upper ("stomach pain"). The patient was treated with diphenhydramine hydrochloride, promethazine, tramadol and surgery (laparoscopic assisted vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, vaginal haemorrhage, abdominal pain, dyspareunia, pain, nausea, fatigue and pyrexia had resolved, the pregnancy with contraceptive device, abortion spontaneous, discomfort, back pain, tooth disorder, migraine, vulvovaginal pain, abdominal pain lower, blepharospasm, abdominal distension, ovarian cyst and abdominal pain upper outcome was unknown, the alopecia was resolving and the weight increased, dysmenorrhoea and rash had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, abortion spontaneous, alopecia, back pain, blepharospasm, discomfort, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, ovarian cyst, pain, pelvic pain, pregnancy with contraceptive device, pyrexia, rash, tooth disorder, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: previous insertion date reported as (B)(6) 2008 and removal date (B)(6) 2015. Discrepancy noted with information from deleted duplicate case: onset date and outcome of event vaginal bleeding, onset date and outcome of event pain during intercourse, onset date and outcome of event fatigue. Also noted in outcome of event heavy menstrual bleeding, migraine, nausea and hair loss. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Computerised tomogram - on (B)(6) 2016: results: essure devices "in place" bilateral. X-ray - on an unknown date: results: left ov hemorrhagic cyst. On (B)(6) 2016, the severity of the abdominal pain is 10/10. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: migraine, pelvic pain, fatigue and abnormal pain and dyspareunia, weight gain, nausea, hair loss and menorrhagia. Lot number: 626598 manufacture date: 2008-02 expiration date: 2010-01 lot number: 857593 manufacture date: 2011-05 expiration date: 2014-05 lot # 626598 (date of MFR feb-2008, expiration date jan-2010). Lot # 857593 (date of MFR may-2011, expiration date may-2014). Concerning the injuries reported in this case, the following one was reported via social media: eye movement disorder quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this record was detected to be a duplicate to record 2020-063177 which will be deleted from bayer safety database after all information was transferred to this record 2016-215996 which will be retained. Reporter information were added from deletion case 2020-063177. Events of genital haemorrhage and pregnancy downgraded to non-serious. No new follow-up information was received from the reporter. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/increasingly severe pain"), pregnancy with contraceptive device ("pregnancy with essure") and abortion spontaneous ("miscarriage after implantation of the device") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), discomfort ("increasingly severe discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), alopecia ("excessive hair loss"), tooth disorder ("excessive dental problems") and dyspareunia ("pain during intercourse"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (right side salpingectomy, and another surgery to remove cervix and left tube on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, discomfort, menorrhagia, back pain, abdominal pain, alopecia, tooth disorder and dyspareunia outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, back pain, discomfort, dyspareunia, menorrhagia, pelvic pain, pregnancy with contraceptive device and tooth disorder to be related to essure. Quality-safety evaluation of ptc: ptc global number (B)(4) sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and the reported lack of efficacy cannot be totally excluded. However, a lack of efficacy and the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality safety evaluation of product technical complaint. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and had chronic pelvic pain / increasingly severe pain, pregnancy with essure and miscarriage after implantation of the device. Approximately (B)(6) years after essure insertion, she underwent right side salpingectomy and posteriorly a surgery to remove her cervix and her left fallopian tube. Pelvic pain and pregnancy are anticipated while miscarriage is unanticipated in the reference safety information for essure. Non-serious events were also reported. Considering that pelvic pain may occur after essure insertion, and the lack of alternative explanation, causality with essure cannot be excluded. In this case, it is unknown whether the consumer underwent a confirmation test post essure insertion. The exact time interval between insertion and the pregnancy was not specified. However, given the nature of the event pregnancy, a causal relationship with essure cannot be excluded. Spontaneous abortion (miscarriage) is the most common complication of early pregnancy. This is considered to be due to a high number of abnormal embryos presenting with either chromosomal and/or gross morphological abnormalities. In this case, the gestational age was not reported. However, given the pathophysiology of the event and considering that a mechanical interference of essure micro-inserts in early developing pregnancy is unlikely, this event was assessed as unrelated to the insert. This case was regarded as incident, since surgical intervention was required. A product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc ((B)(4)) received on 07-dec-2016: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced chronic pelvic pain / increasingly severe pain amongst non serious events. She underwent a surgery to remove the coils about two months after essure insertion. Chronic pelvic pain / increasingly severe pain is anticipated in the reference safety information for essure. Considering that pelvic pain may occur after essure insertion and the lack of alternative explanation, a causal relationship between chronic pelvic pain / increasingly severe pain and essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. In addition, non serious events were reported. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from a lawyer, on behalf of a plaintiff in united states on 08-nov-2016 which refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2008. Her post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal pain, excessive hair loss, excessive dental problems, and pain during intercourse. She had never experienced any of these conditions prior to undergoing the essure procedure. She subsequently sought treatment for her symptoms from her physician, but was unable to resolve them. On (B)(6) 2016, she underwent surgery to remove her essure coils. She was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced chronic pelvic pain / increasingly severe pain amongst non serious events. She underwent a surgery to remove the coils about two months after essure insertion. Chronic pelvic pain / increasingly severe pain is anticipated in the reference safety information for essure. Considering that pelvic pain may occur after essure insertion and the lack of alternative explanation, a causal relationship between chronic pelvic pain / increasingly severe pain and essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. In addition, non serious events were reported. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/increasingly severe pain"), pregnancy with contraceptive device ("pregnancy with essure") and abortion spontaneous ("miscarriage after implantation of the device") in an adult female patient who had essure (batch no. 626598) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "no hsg (hysterosalpingogram) ever done". The patient's past medical history included dysplasia. Concurrent conditions included menopause flushing, night sweats, hemorrhagic cyst and gerd. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), discomfort ("increasingly severe discomfort"), menorrhagia ("heavy menstrual bleeding,abnormal bleeding (menorrhagia)"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), alopecia ("excessive hair loss"), tooth disorder ("excessive dental problems"), dyspareunia ("pain during intercourse"), pain ("body aches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), nausea ("nausea"), fatigue ("fatigue"), weight increased ("weight gain") and pyrexia ("other injury(ies) or complication (s) please describe: low grade fevers"). Last menstrual period and estimated date of delivery were not provided. The patient had essure inserted during the first trimester of pregnancy. The patient was treated with promethazine, tramadol and surgery (laparoscopic assisted vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, discomfort, menorrhagia, back pain, abdominal pain, alopecia, tooth disorder, dyspareunia, vaginal haemorrhage, migraine, nausea, fatigue and weight increased outcome was unknown and the pain and pyrexia had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, back pain, discomfort, dyspareunia, fatigue, menorrhagia, migraine, nausea, pain, pelvic pain, pregnancy with contraceptive device, pyrexia, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: previous insertion date reported as (B)(6) 2008 and removal date (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 72.562 kgs. Computerised tomogram - on (B)(6) 2016: essure devices "in place" bilateral x-ray - on an unknown date: left ov hemorrhagic cyst on (B)(6) 2016, the severity of the abdominal pain is 10/10. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: migraine, pelvic pain, fatigue and abnormal pain and dyspareunia, weight gain, nausea, hair loss and menorrhagia. Most recent follow-up information incorporated above includes: on 1-mar-2018: essure lot number was added. Event: no hsg (hysterosalpingogram) ever done was added. Lab data was added. Historical/concurrent conditions were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/increasingly severe pain"), pregnancy with contraceptive device ("pregnancy with essure") and abortion spontaneous ("miscarriage after implantation of the device") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), discomfort ("increasingly severe discomfort"), menorrhagia ("heavy menstrual bleeding,abnormal bleeding (menorrhagia)"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), alopecia ("excessive hair loss"), tooth disorder ("excessive dental problems"), dyspareunia ("pain during intercourse"), pain ("body aches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), nausea ("nausea"), fatigue ("fatigue"), weight increased ("weight gain") and pyrexia ("other injury(ies) or complication (s) please describe: low grade fevers"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with promethazine, tramadol and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, discomfort, menorrhagia, back pain, abdominal pain, alopecia, tooth disorder, dyspareunia, vaginal haemorrhage, migraine, nausea, fatigue and weight increased outcome was unknown and the pain and pyrexia had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, back pain, discomfort, dyspareunia, fatigue, menorrhagia, migraine, nausea, pain, pelvic pain, pregnancy with contraceptive device, pyrexia, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: previous insertion date reported as (B)(6) 2008 and removal date (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 72.562 kgs. Quality-safety evaluation of ptc: ptc global number (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and the reported lack of efficacy cannot be totally excluded. However, a lack of efficacy and the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received: new events: vaginal haemorrhage, migraine, nausea, weight increased, fatigue, pyrexia, pain were added. Reporter, patient demographic information, product start and stop date updated. Treatment medication added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/increasingly severe pain"), pregnancy with contraceptive device ("pregnancy with essure") and abortion spontaneous ("miscarriage after implantation of the device") in an adult female patient who had essure (batch no. 626598) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "no hsg (hysterosalpingogram) ever done". The patient's past medical history included dysplasia. Concurrent conditions included menopause flushing, night sweats, hemorrhagic cyst and gerd. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), discomfort ("increasingly severe discomfort"), menorrhagia ("heavy menstrual bleeding,abnormal bleeding (menorrhagia)"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), alopecia ("excessive hair loss"), tooth disorder ("excessive dental problems"), dyspareunia ("pain during intercourse"), pain ("body aches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), nausea ("nausea"), fatigue ("fatigue"), weight increased ("weight gain") and pyrexia ("other injury(ies) or complication (s) please describe: low grade fevers"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with promethazine, tramadol and surgery (laparoscopic assisted vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, discomfort, menorrhagia, back pain, abdominal pain, alopecia, tooth disorder, dyspareunia, vaginal haemorrhage, migraine, nausea, fatigue and weight increased outcome was unknown and the pain and pyrexia had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, back pain, discomfort, dyspareunia, fatigue, menorrhagia, migraine, nausea, pain, pelvic pain, pregnancy with contraceptive device, pyrexia, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: previous insertion date reported as (B)(6) 2008 and removal date (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 72.562 kgs. Computerised tomogram - on (B)(6) 2016: essure devices "in place" bilateral x-ray - on an unknown date: left ov hemorrhagic cyst on (B)(6) 2016, the severity of the abdominal pain is 10/10. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: migraine, pelvic pain, fatigue and abnormal pain and dyspareunia, weight gain, nausea, hair loss and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/increasingly severe pain"), pregnancy with contraceptive device ("pregnancy with essure") and abortion spontaneous ("miscarriage after implantation of the device") in an adult female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective." In (B)(6) 2008, the patient started essure. The patient's last menstrual period was on an unknown date and estimated date of delivery was on an unknown date. The patient received essure during the first trimester of pregnancy. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), discomfort ("increasingly severe discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), alopecia ("excessive hair loss"), tooth disorder ("excessive dental problems") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (right side salpingectomy, and another surgery to remove cervix and left tube on (B)(6) 2015). Essure was withdrawn. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, discomfort, menorrhagia, back pain, abdominal pain, alopecia, tooth disorder and dyspareunia outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered pelvic pain, pregnancy with contraceptive device, abortion spontaneous, discomfort, menorrhagia, back pain, abdominal pain, alopecia, tooth disorder and dyspareunia to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 3-jan-2017: correction following company internal review: device ineffective was added. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and had chronic pelvic pain / increasingly severe pain, pregnancy with essure and miscarriage after implantation of the device. Approximately 7 years after essure insertion, she underwent right side salpingectomy and posteriorly a surgery to remove her cervix and her left fallopian tube. Pelvic pain and pregnancy are anticipated while miscarriage is unanticipated in the reference safety information for essure. Non-serious events were also reported. Considering that pelvic pain may occur after essure insertion, and the lack of alternative explanation, causality with essure cannot be excluded. In this case, it is unknown whether the consumer underwent a confirmation test post essure insertion. The exact time interval between insertion and the pregnancy was not specified. However, given the nature of the event pregnancy, a causal relationship with essure cannot be excluded. Spontaneous abortion (miscarriage) is the most common complication of early pregnancy. This is considered to be due to a high number of abnormal embryos presenting with either chromosomal and/or gross morphological abnormalities. In this case, the gestational age was not reported. However, given the pathophysiology of the event and considering that a mechanical interference of essure micro-inserts in early developing pregnancy is unlikely, this event was assessed as unrelated to the insert. This case was regarded as incident, since surgical intervention was required. Based on initially available information, a product quality defect could not be confirmed but was considered plausible. An updated technical analysis is expected. Further information will be obtained through the litigation process.